Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that as PICC line was being inserted and flushed it was noted that the ns was coming out the end of the line where the wire was through the rubber port. As the PICC insertion continued writer was needing to flush the PICC line but it was then noted that air bubbles were present in the line coming from rubber port that the wire was through. As per procedure instead of leaving the wire in situ for the remainder of the insertion writer had to remove wire and change the process of the procedure to ensure that no air would be flushed into pt's vein. PICC tip confirmed with chest x-ray.